Manufacturer narrative:
Lot 2281970 device history record (DHR) was reviewed. No anomaly was observed that could cause the reported condition. All tests for drug loaded sponge and finished goods met the established criteria. No failure analysis was possible since the sponge was discarded. No photos were provided of the contact dermatitis. The complaint could not be confirmed. It is unknown if the patient was tested for chg sensitivity or the period of time using biopatch product. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the "patient noted erythema at peritoneal dialysis (pd) catheter exit site for one week, did not seek for help then erythema get worsen and associated with itchiness and hence come to clinic on (B)(6) 2018 but deny fever or any discharge from the pd catheter exit site. On examination, there is no generalized rashes, on abdomen examination, there is erythema around the catheter exit-site (about 1.5cm peri-catheter region) but there is no purulent discharge and non-tender. He is diagnosed to have contact dermatitis around the pd catheter exit-site and which is possibly related to biopatch - chlorhexidine impregnated dressing. He is advised to stop using the chlorhexidine (biopatch) dressing and he and family are trained how to use the routine dressing with topical gentamicin cream to be applied at catheter exit-site daily. He is also prescribed with gentamicin cream and topical steroid cream to be applied at around the exit-site and also oral anti-histamine medication to be taken. He is given appointment to review in pd clinic again within one week. No device is available to be returned as it was discarded."